Manufacturer narrative:
Additional suspect device: db-4600c, burr hole cover, lot 16636419. It is indicated that the devices will not be returned for evaluation therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that during the patients five year follow up visit he stated that he is experiencing intermittent bleeding on the left burr hole cover on the left side of his scalp. The bleeding was stopped by applying direct pressure to the small opening on the scalp. The clinician examined the small scab and did not feel that it was infected. He theorized that perhaps erosion of the burr hole cap assembly through the scalp could be taking place. This was reported as an event of stimlock eroding. The patient was provided medication and ointment. The event was assessed as procedure and device related and not stimulation related. The event is currently resolving.